Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at j6/pcb 1 the pump was monitored and functioned properly. Pump was received with scratched case, cracked retainer, broken and missing belt clip plate, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had damage and belt clip casing was broken. The customer received power loss alarm. The customer's blood glucose level was 140 mg/dl at the time of incident. The customer will return insulin pump for analysis.